Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pwd called regarding multiple ¿line blocked¿ alarms. The pwd replaced the cassette (not an ICU medical product) and the cleo 90 infusion set, placing the new infusion site on the left side of the abdomen. The pwd also confirmed using novolog. During the call, the pwd received another line blocked alarm. Troubleshooting was performed but the alarm persisted. The event occurred while in use with patient. There was no patient injury.

Manufacturer narrative:
One device was returned for investigation. It was reported that, in order to replicate clinical use and to detect occlusions, testing was conducted on the returned sample as per manufacturing procedure using a hydrostatic pressure pump. A free flow was observed for the occlusion test. This was observed for both samples. There were no damages or anomalies observed. The complaint of an occlusion cannot be confirmed nor replicated. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.